Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2005, the lay user's daughter contacted lifescan alleging that the user's one touch ultra meter was reading inaccurately low. On (B)(4) 2005, the medical affairs specialist spoke with the user to obtain/verify info. The user said she takes glyburide and "one other pill" everyday for diabetes; she does not adjust the dosage based on her meter results. At the time of concern, the pt had taken her oral diabetes medication as well. The daughter said the user tested with the reported meter on (B)(6) 2005 at 12:00 pm and obtained a result of 12.6 mmol/l (converts to 227 mg/dl). The user said later in the day (on (B)(6) 2005) she tripped over her walker and fell as she was trying to go to the bathroom. In attempting to get up from the floor, she broke four toes. Her daughter found her on the floor and called emt. Emts obtained a blood glucose result of 249 mg/dl on the emt meter at approx 5:00 pm. The pt was taken to the acute care hospital and admitted for one week for treatment of the fractured toes. She was sent from the acute care hospital to a rehabilitation hospital for two weeks and released to home on (B)(6) 2005. The user resumed testing with the meter on (B)(6) 2005. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The user said she had not realized the meter was set to the incorrect units of measurement. She could not recall when the decimal point first appeared in the meter result. The meter, test strips, and control solution were replaced.